Manufacturer narrative:
(B)(4).

Event description:
It was reported " after the completion of placement of the tube to start counterpulsation, imaging visible balloon is only partially open (with video), adjust the position and restart the device can not be changed, then the doctor decided to withdraw the tube, a new set of balloon tube, ipsilateral placement of the tube to start counterpulsation normal". The second catheter was placed into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Event description:
It was reported " after the completion of placement of the tube to start counterpulsation, imaging visible balloon is only partially open (with video), adjust the position and restart the device can not be changed, then the doctor decided to withdraw the tube, a new set of balloon tube, ipsilateral placement of the tube to start counterpulsation normal". The second catheter was placed into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The serial number on the returned sample is(B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane, completely covering the iabc distal tip. The hub of the teflon sheath was noted at approximately 72cm from the iabc luer end; buckling was noted to the sheath extrusion and liquid blood was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The visible portion of the iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The customer submitted video was reviewed. The video shows the fluoroscopic images of the patient/iabc bladder, where the iabc bladder was noted not fully inflating near the iabc distal tip. The finding noted in the video is consistent with the reported event. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintain the pressure, the sheath was entirely removed from the iabc bladder with little force required. Upon removal of the sheath, the iabc bladder was noted stretched near the iabc distal tip, consistent with being withdrawn through the teflon sheath. No other damage or abnormalities were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the bifurcate bushing bond. Upon microscopic inspection, the leak occurred from the adhesive bond at the bifurcate bushing and the appearance of the adhesive is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon is only partially open" is confirmed. During the complaint investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. An external leak can cause incomplete inflation. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and bucking was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the re-lease of those corrections.